Event description:
A malfunction was reported on the pump with a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Customer technical support provided the caller with instructions to reset the pump, which resolved the issue as the malfunction did not recur. The caller understood the guidance and was instructed to contact technical support again if the issue reappeared.